Event description:
Patient reported experiencing elevated blood glucose levels of up to 400 mg/dl since the beginning of (B)(6) 2014; took correction via the infusion device and pen. Patient stated she thinks the infusion device delivers too low insulin. Patient reported that since (B)(6) 2014 the infusion device shows several time the e4 (occlusion) error message; patient changed the accessories but no success. Patient stated on (B)(6) 2014 at 1:00 am the infusion device triggered an e4 and her blood glucose level was 178 mg/dl. Patient reported that at 8:00 am her blood glucose level was 345 mg/dl, she administered 4.7 units via the infusion device and then at 9:00 am her blood glucose level was 353 mg/dl. Patient stated she went to her diabetes specialist where she received 10 units of insulin subcutaneously. Patient reported her blood glucose level at 10:30 am was 405 mg/dl, at 11:15 am she changed the cartridge and the infusion set and then at 12:00 pm her blood glucose level was 253 mg/dl. No information as to whether patient would have been able to treat herself. Patient stated she uses the cartridge for 2-3 days and uses the cartridge twice; advised patient regarding cartridge change. No further information is available. Requested return of the infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.